Manufacturer narrative:
The event of a lead extension replacement due to high impedances was reported to abbott. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 1627487-2020-02220. It was reported that the patient is experiencing ineffective stimulation. Diagnostics were taken which indicated high impedance readings. Troubleshooting steps were taken but were ultimately unsuccessful. As a result, surgical intervention took place wherein the patient had their right extension explanted and replaced. Therapy has been restored post-op. It is unknown which extension was explanted therefore both extensions are being reported on.